Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Additional information was received indicating that all other measurements were within normal range. Information on the rv lead was not known. No lead revision was done and no lead issue was suspected. The patient will be monitored. No adverse patient effects were reported. The device and lead remain in service.